Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back-check valve of an unspecified quantity of clearlink system continu-flo solution sets were broken. This was observed before patient use. There was no patient involvement. No additional information is available.